Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced over a guidewire for ultrasound examination of the target lesion. Durin the procedure, the catheter became trapped in the guidewire. No patient complications were reported.

Manufacturer narrative:
Visual and microscopic inspection revealed the imaging window was detached in the lapjoint section. The detached section was returned entangled with a guide wire and the drive shaft was noted to be broken.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced over a guidewire for ultrasound examination of the target lesion. Durin the procedure, the catheter became trapped in the guidewire. No patient complications were reported.